Manufacturer narrative:
The following bwi devices were in use: carto 3 rmt ((B)(4)); stockert ((B)(4)); cool flow pump ((B)(4)); lasso nav eco catheter ((B)(4)); 4 mm ablation catheter (bd7tcdf4l, (B)(4)); acunav catheter ((B)(4)); mobicath ((B)(4)). (B)(4).

Event description:
It was reported that during an afib - paroxysmal case, the navistar rmt thermocool catheter was noticed to be entangled on itself. The sheath and knotted catheter were pulled thought the septum to the right atrium without injury. At this point the sheath and catheter were pulled down to the femoral vein just superior to the insertion site. The other two sheaths were removed prior to the attempted removal of the knotted catheter and sheath. The sheath came free of the patient body without issue. The knotted catheter became stuck on connective tissue in the skin. An incision had to be performed on the patient's groin to remove the catheter without any complications. The patient was reported to be in stable condition.

Manufacturer narrative:
(B)(4) it was reported that during a paroxysmal afib case, the navistar rmt thermocool catheter was noticed to be entangled on itself like a knot. An incision had to be performed on the patient's groin to remove the catheter without any complications. The patient was reported to be in stable condition. Upon receipt, the catheter was visually inspected and the catheter was entangled. The spring coil of the catheter was exposed and outside the catheter. In addition, 3 inches of the tip section was cut from the catheter. The magnets outer diameters were measured and all were found within specifications. Due to the returned conditions of the catheter, it was not possible to perform a deflection test. It remains unknown how the reported issue occurred. Per the follow up made with the physician, no patient consequence was reported. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed due to the returned conditions of the catheters.